Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the nurse removes the needle while engaging the safety. After assessing patient for bleeding or etc, they pick the needle/tubing up to place in sharps container and the safety mechanism didn't fully block the end of the needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to engaged safety mechanism is confirmed; however, the exact cause is unknown. Two photographs of a powerloc infusion set were returned for evaluation. An initial visual observation of the photographs showed the distal end of a powerloc infusion set with the safety mechanism partially engaged and the needle tip exposed. No obvious evidence of bend or adhesive on the needle shaft could be seen in the returned photograph. A clear adhesive dressing around the extension tubing of the device and some evidence of use were observed. No details of the damaged safety mechanism in the returned photograph could be discerned. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.